Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to infection on (B)(6) 2019 with blood glucose of in the range of 200 mg/dl at the time of incident. The customer was also reported other blood glucose value such as in the range of 40 mg/dl. The customer was treated with by drinking soda. The customer was also reported that they received sensor was updating. The insulin pump will not be returned for analysis.